Event description:
The biomedical engineer reported that the hospital had rebooted the switches; and when they came back up, the telemetry system was in communication loss. The had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (tech support) advised to reboot the multiple patient receiver (org), and the issue was resolved. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the hospital had rebooted the switches; and when they came back up, the telemetry system was in communication loss. The had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (tech support) advised to reboot the multiple patient receiver (org), and the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided for the telemetry transmitters. Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4). Multiple patient receiver: model: org-9110a. Sn: (B)(4) multiple patient receiver: model: org-9110a. Sn: (B)(4). Central nurse's station: model: cns-6201a. Sn: (B)(4). Telemetry transmitter(s): model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the hospital had rebooted the switches; and when they came back up, the telemetry system was in communication loss. The had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (tech support) advised to reboot the multiple patient receiver (org), and the issue was resolved. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the hospital had rebooted the switches and when they came back up, the telemetry system was in comm loss. The had rebooted the central nurse's station (cns), but it did not resolve the issue. Nihon kohden technical support (nk ts) suggested they reboot the multiple patient receiver (org). This resolved the issue. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests that the root cause is use error. The customer acknowledged that the hospital rebooted the switches. Nk ts suggested they reboot the org, which resolved the reported issue. There were no parts replaced and no evidence of a system malfunction. A review of the serial number history finds no recurrence of the reported issue.